Event description:
It was reported that the customer's blood glucose level was 450 mg/dl. The customer stated he would treat himself with a manual injection. The customer received a compromised force sensor error from his insulin pump during prime. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with protruded and or loose drive support disk, minor scratched display window, cracked battery tube threads, and broken reservoir tube lip. The device was unable to prime during the prime test due to protruded and or loose drive support disk. No compromised force sensor system alarm noted. The device alarmed motor error alarm during the basic occlusion test due to protruded and or loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).